Event description:
Customer reported receiving a battery out limit alarm after a battery change. Customer mentioned that the was hot and sweaty from cooking supper. Customer also mentioned that the keypad on the insulin pump was unresponsive. Customer's blood glucose reading at the time of the call was 253 mg/dl due to eating. No further info reported.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No battery out limit alarm noted during testing. The device was received with minor scratched lcd window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event. The device has been returned but not yet evaluated and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) mfg site has been assigned a medwatch number from the (B)(4).